Event description:
Reference number (B)(4). Event occurred in the canada. It was reported on (B)(6) 2024 that the patient was admitted to ICU for the ttreatment of high blood glucose level of 27 mmol/l. Patient is still in the hospital and showed symptoms like vomiting, increased thirst, weakness on limbs and dehydration. Hospital staff had given the treatment IV insulin (intravenous insulin) to the patient. No further information available.

Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.